Manufacturer narrative:
One 1" hypodermic needle attached to a glass syringe (from a different manufacturer) was returned for evaluation. Additionally, one 2" hypodermic needle (not attached to a syringe) was returned. Visual inspection observed no damages, faults or anomalies with either of the returned needles. During functional testing, the needle hubs were tightened onto the safety sheaths per directions followed in the instructions for use. After tightening, simulation testing found no leaks or needle detachments. The returned devices were found to operate as intended. Review of the device history records revealed no non-conformities during manufacturing. Testing found no evidence to suggest the reported event was related to a manufacturing issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.